Event description:
Upon inspection before use, it was discovered the tip (working end) of the basket was malfunctioning (not closing all the way). It was removed from the field and replaced with a new one.